Event description:
No additional information was provided

Manufacturer narrative:
The customer reported the luer has cracked and broken completely, and returned photos of the issue. Component 26.7211.00 batch #2298716 was received by north american molding center (namc) for investigation. The cracks were observed by the photos provided. The samples returned were examined under a microscope, and the results forwarded to namc. Namc was not able to find any similar complaints and there is no history of the defect. The root cause for the luer cracking was not confirmed to have occurred due to namc process. The root cause is unknown, and was not confirmed to be related to molding process. Namc performed a device history record (DHR) review on batch #1144848 for component 26.7211.00, which includes all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql's), were manufactured, and released according to applicable procedures and specifications. Quality notification query for the crack issue was preformed and the defect was not detected and has not been detected since production of this product began at namc. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Should there be any additional questions as it relates to this (B)(4), please contact your sales support representative, (B)(4).

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd male ll adaptor was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. We have received two more complaints about broken luerlock (see pictures). This component breaks down and creates leakage in infusions. The complaint below is regarding the same issue broken luer lock needs to be captured in the same (B)(4) or need to be addressed in another pr?. The scar has three lot numbers, but pr (B)(4) has only one lot addressed. Kindly provide your guidance & expecting a quick response. Thank you in advance.